Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has a critical pump error. The customer¿s blood glucose level was 14 mmol/l. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen. Upon further examination of the interior of the unit, there were signs of corrosion on the back of the lcd screen which is in close proximity to the battery compartment, and on electrical board around both battery connectors. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. The battery compartment showed signs of corrosion as well. The insulin pump was received without a battery cap however.